Event description:
It was reported that during the implant procedure, the physician reported having difficulty getting the right ventricular (rv) lead helix to penetrate the septal wall. A stiffer stylet was utilized and the lead was eventually fixed in place. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).